Event description:
The patient reported diarrhea a lot since 8 days ago. The patient was not feeling stimulation while therapy was off. The patient was not sure. The status lights on remote are only showing the 9v battery light illuminated. The patient reported the diarrhea symptom as sudden. The patient's indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.